Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was scratched and cracked at the pump screen and battery compartment. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis. The customer declined replacement at this time.